Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Facility reported that during a procedure the screwdriver broke. The surgeon was able to use a different technique to complete the procedure. There was a 30 minute delay in completing the procedure. There was no reported injury to the patient. The procedure was successfully completed. This report is 1 of 1 for complaint (B)(4).